Manufacturer narrative:
Product was not returned for investigation. A data log review was not required for this case. According to the clinical report, bleeding occurred from the hemostatic valve after the insertion of the catheter. The issue was resolved after changing the introducer. The reported introducer damage failure mode was changed to the access site bleeding failure mode since the bleeding resulted from the damaged introducer. The cause of the access site bleeding issue was not determined since introducer was not returned for investigation. According to the investigation findings the following was revised on manufacturer device report 1220648-2025-25818. B1 revised to adverse event. H1 revised to serious injury. H6 revised to reflect investigation findings.

Event description:
The complainant reported a short sheath was initially placed and while going up with pigtail, bleed-back occurred around the catheter. The issue was not improved by removing and reseating the hemostatic valve. The short sheath was exchanged for a long. No patient harm has been reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.